Event description:
It was reported when using the bd max¿ system, bd max¿ instrument a false positive result was produced. There was no report of confirmatory testing. There was no report of adverse patient impact. The following information was provided by the initial reporter: "the customer said the vrs false positive results appears when the flua target is positive rsv - false positives."

Manufacturer narrative:
There were multiple 510(k) numbers. PMA/510(k)#: k111860. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had a "false positive". Customer reported that they are still receiving false positive but on rsv for flu a target. Field service was dispatched. Field service raised pressure and normalized both readers. Field service returned for a follow-up and replaced a side reader. Field service performed efc and a successful qualification run. Instrument was returned to the customer functional. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on (B)(6)2017, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and in january 2022, customer reported that they are receiving false positive for vibrio and plesio on xebp assay. Field service was dispatched. Field service renormalized both reader. No samples were returned for investigation, therefore returned sample analysis was not performed. Root cause cannot be determined with the information provided. Complaint is confirmed by field service.

Event description:
It was reported when using the bd max¿ system, bd max¿ instrument a false positive result was produced. There was no report of confirmatory testing. There was no report of adverse patient impact. The following information was provided by the initial reporter: "the customer said the vrs false positive results appears when the flua target is positive rsv - false positives."